Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was determined that the device made an unusual noise and was overheating within 30 seconds. It was further determined that the soft couple nut in the motor was cracked and the bearing on the drive shaft in the locking assembly came apart. The assignable root cause was determined to be component damage due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during routine testing it was observed that the motor device was making a funny noise when the drill was spinning. During in-house engineering evaluation it was found that the device was making an unusual noise and was overheating within 30 seconds. It was further noted that the soft couple nut in the motor was cracked and the bearing on the drive shaft in the locking assembly came apart. It was reported there was no patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.